Event description:
Johnson and johnson company was notified of this complaint via a lawsuit filed by the complainant. Plaintiff alleges unspecified injury as a result of exposure to cidex activated dialdehyde solution. No specific information has been received.

Manufacturer narrative:
Exposure to cidex activated dialdehyde solution. No specific information was received concerning the allegations with respect to cidex solution.